Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump abruptly failed during therapy of nicardipine (dose, rate, and volume unknown). It was reported that a patient underwent open heart surgery during which the anesthesiologist used a spectrum pump for a nicardipine infusion to maintain a mean arterial pressure (map) below 70. Upon leaving the operating room in transport to the intensive care unit (ICU) the pump failed abruptly. In less than a minute, the map started to increase requiring the anesthesiologist to emergently use a syringe to pull nicardipine from the infusion bag and inject manually into central line to control blood pressure. Upon arrival in the ICU a replacement pump was obtained and the infusion was restarted after a second manual injection of nicardipine pulled from the bag was required. The patient recovered and was discharged from the ICU a few days later. No additional information is available.